Event description:
A patient reported experiencing a rash on both upper limbs after using an ultra soft-lancing device. At 3:30pm, on the day of the event, patient made a puncture on patient's arm with the ultra soft lancing device. Pt tried first on the left arm. Pt washed patient's arm with water and soap only. Patient rubbed pt's arm with a finger. Patient used the clear cap and the otu soft lancets. The pentlet was adjusted on the larger bump for a deeper puncture and got a blood sample after 3 attempts. Near to 7:00pm, patient tried again with a new lancet but on the right arm and obtained a blood drop after 2 attempts. The following day, in early afternoon, patient had itching in both patient's arms and some spots appeared, more on the left one than the right one. During the evening some pustules like acne spots appeared with severe itching. Pt treated arms with soap and water and the application of betadine lotion and sedagel cream gel. The spots began to reduce only the third day later. No further information has been reported.